Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was from 300 mg/dl to 400 mg/dl. Customer¿s current blood glucose was 315 mg/dl. Customer did not experienced the symptoms due to high blood glucose. Customer¿s blood glucose was treated with manual injection and insulin pen. Troubleshooting was done for high blood glucose and under delivery. Customer had been using insulin pump within 48 hours of high blood glucose event. Auto mode feature was not used during the time of event. The insulin pump will not be returned for analysis.